Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-extension-set tubing was defective on 2 occasions, the tubing was kinked, had an occlusion on 10 occasions, had air in the line on 10 occasions, and had foreign matter on 20 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinician experienced tubing defective / damaged (2), tubing kinks (1), flow rate occluded (10), air bubbles / air in line (10), crystallization (20). Additional information related to tubing defective / damaged states: "crystals forming inside the tube" additional information related to the impact of crystallization states: "the patient had a cardiac arrest and it didn¿t work because crystals had formed"